Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. A xience skypoint failed to cross due to the anatomy and there was resistance during removal. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was used to complete procedure. No additional information was provided.